Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See also MFR report number 3004209178-2010-81045.

Event description:
The customer called to report a lost sensor alarm. The customer then mentioned that she was hospitalized twice for low blood glucose levels, while wearing the sensors. Once on (B) (6) 2009, and another on (B) (6) 2009. Nothing further was reported.